Event description:
During an angioplasty procedure, the guidewire would not advance/remove from the (sds) stent delivery system. The sds, guidewire (bmw) and catheter were removed as unit. The target site (right coronary artery) was not calcified or tortuous. Lesion characteristics were not known. The procedure was completed with different equipment, and no patient injury was reported with the event.